Event description:
Additional information received indicated the right ventricular (rv) lead was capped and a new rv lead was successfully implanted on (B)(6) 2023. The patient was stable throughout the procedure.

Event description:
Additional information received indicated there were additional noise episodes seen on the right ventricular (rv) lead and they were noted to be over-sensed. They were discovered in clinic. The patient was asymptomatic. No changes were implemented and there were no consequences to the patient.

Event description:
Additional information received indicated the right ventricular (rv) lead was also fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely; review of the transmission revealed noise on the right ventricular lead. The lead is being monitored. There were no patient consequences.